Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patients condition (hospitalization) was not related to the spinal cord stimulator therapy. Patient has existing respiratory issues. The patient was discharged, there were no device or therapy associated interventions. Rep stated when they programmed the patient they left satisfied, and happy with their coverage. Rep was not present at the next programming session to observe their newly indicated pain. Patient was seen by a different rep. During the reps programming session, all areas of pain were covered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they never did a postoperative program adjustment because they stayed in the hospital. Patient said during the hospital stay, they did have someone come in and they programmed stim where stim was on, but patient didn't feel the stimulation buzzing. Patient then mentioned seeing a doctor and after that, the stimulation stopped working like it was before and when patient tried to increase stim, it was no good. Patient then said they could adjust the intensity up and down and said the intensity right now was very low. Patient said they needed to increase stim to take the edge off and help with the pain, but they need to be able to do so without feeling stimulation vibrations as patient said their heart is not good and any kind of vibrations makes their heart start beating and zooming up and they don't breathe right. Patient said they recently got home and started gradually using the stimulator around (B)(6) and said they liked the therapy, and for a week or two, the stimulation wasn't strong and was functional like the previous program, but then they started to feel the stim again when they increased. Patient wanted to know if their implant could be programmed where they could increase stim, but not feel the vibrations. Patient also asked if they could change the program more to focus on their lower extremities, because their complex regional pain syndrome was more focused on the lower extremity, and patient always felt like their current stimulation was covering more than was necessarily needed. Patient mentioned they had a follow up appointment with their cardiologist and pain doctor next week. Agent asked, patient said they had already tried turning the stimulation intensity down, but still felt the vibration. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the patient's stimulation not working was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.